Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he is very careful about air bubbles when he changes his set. Customer's blood glucose was 176 mg/dl at the time of the incident. Customer stated that the air bubbles were approximately close to a quarter inch in size. Customer stated that he saw a line at the bottom of the reservoir. Customer stated that it is not there today but he sees the air bubble. Customer stated that the pump was not rewound with a reservoir in place. Customer was advised to deliver a 5.0 unit fixed prime until the air bubbles are no longer visible. Customer stated that the insulin was not stored at room temperature. Customer was advised that cold insulin can cause air bubbles in the reservoir and tubing. Customer was advised to change the infusion set. Customer was not able to get the bubble out.